Event description:
The user facility in the (B)(6) reported small particles in the anterior chamber. Forceps were used to remove the particles.

Manufacturer narrative:
The device has not been received. The investigation is ongoing.

Manufacturer narrative:
Although initially five reports were submitted for five patients only one opened pack tray was received, without the label, for evaluation. The part number and lot number could not be verified or determined. The tray contained the collection cassette with tubing, the pre-piercing spike, and a single plastic bottle of balanced salt solution. The balanced salt solution bottle part number is bss-10pk from lot 2109217 and has an expiration date of aug. 2023. The bottle contained approximately 250 ml of solution. The solution has turned slightly cloudy giving the solution an appearance of particle-like substances floating inside. The pre-piercing spike was inspected and no obvious damage was found. The fluid was drained from the tubing, collection cassette and the bss bottle and were poured onto a 0.45 micron filter. The fluid was then vacuumed off in an attempt to trap any possible particles. Microscopic examination of the filter found many particles, some were spongey and had the appearance of organic material. One particle was translucent in color and was approximately 1283 microns long by 472 microns wide. Microscopic examination of the bss bottle membrane found that it is gouged and has material missing. There are also gouges in the semi-translucent cap around the membrane. The filter and the particles were sent to an outside lab for analysis. The lab analysis states: the yellowish particle sample was microscopically examined and photographed using a camera equipped with an optical stereo microscope. The yellowish particle sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the yellowish particle sample consists primarily of carbon. Lesser concentrations of oxygen, sulfur, sodium, calcium, and phosphorus were also detected. This is consistent with organic material and mineral deposits. The yellowish particle sample was analyzed using a fourier transform infrared (ftir) spectrometer. The ftir analysis of the yellowish particle sample produced a spectrum consistent with that of mucus. The laboratory concluded that the yellowish particle sample consists primarily of mucus with lesser concentrations of mineral deposits. The origin of the material indicated in the lab report cannot be determined. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete. Report 1 of 5. See related: 0001920664-2022-00032, 0001920664-2022-00033, 0001920664-2022-00034, 0001920664-2022-00035.